Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 150 mg/dl, 143 mg/dl, 154 mg/dl, 172 mg/dl, 123 mg/dl, 149 mg/dl, 140 mg/dl, 92 mg/dl, 137 mg/dl and 121 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.